Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ia endoleak and type ii endoleaks from the lumbar and inferior mesenteric arteries events are confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the type ii endoleak is off set nature of the renal arteries in combination with the 2nd sealing ring located at the top of the aaa sac (on label positioning of rings, on label case) with a type ii endoleak lumbar coming in at that level likely contributed to the type ia endoleak. No procedure related harms were identified. The final patient status was discharged on the first post-operative day home. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. G4: date of received by manufacturer - updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately one (1) month post initial procedure during a routine follow up, a computed tomography angiogram (cta) demonstrated a type 1a endoleak and type 2 endoleak from two sets of patent lumbar arteries and patent inferior mesenteric artery. The patient is doing fine and currently being monitored while an intervention is being discussed.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ia endoleak and type ii endoleaks from the lumbar and inferior mesenteric arteries events are confirmed. This is consistent with the reported adverse event/incident. The most likely causation of the type ia endoleak is the offset nature of the renal arteries in combination with the 2nd sealing ring located at the top of the aaa sac (on label positioning of rings, on label case) with a type ii endoleak lumbar coming in at that level. No procedure related harms were identified. The final patient status was discharged on the third post-operative day following a successful secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. B2: outcomes attributed to adverse events - updated . B5: describe event or problem. B6: relevant tests and lab data ¿ updated. G4: awareness date - updated.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately one (1) month post initial procedure during a routine follow up, a computed tomography angiogram (cta) demonstrated a type 1a endoleak and type 2 endoleak from two sets of patent lumbar arteries and patent inferior mesenteric artery. The patient is doing fine and currently being monitored while an intervention is being discussed. Subsequent to the initial report, additional information was provided reporting that reintervention was completed with implant of a palmaz (non-endologix) stent and ballooned with a coda (non-endologix); however, there was a slight residual endoleak remaining. Additional ballooning was performed with a non compliant balloon (25mm) successfully sealing the endoleak. A 30day follow-up computerized tomography will be performed. The patient was discharged one day post-operation.